Event description:
Grease like substance on straight and angled saw blade attachment for stryker mako robot. Substance comes off on surgical glove when touched but unable to be fully removed by sterile processing instructions for use. Reference report: mw5156164.